Event description:
It was reported that a few days after implant, this right ventricular (rv) lead was suspected to be involved in a micro perforation of the heart wall. Upon interrogation, it was noted that when the lead was in unipolar configuration, loss of capture and high out of range impedance measurements were present, and when the lead was in the bipolar configuration, high pacing threshold and high out of range impedance measurements were identified. Consequently, the patient underwent surgery to reposition the lead. No additional adverse patient effects were reported. The lead remains in service.